Manufacturer narrative:
Products utilized during the procedure consisted of a prowler select plus microcatheter, slim guide 6french guiding catheter, sl10 microcatheter, chikai guidewire, gt wire, orbit complex (catalog/lot unknown qty 3), hydro coil, ed coil, and delta plush coils. There were no conditions causing hypercoagulable state, and the patient was not on antihypertensive medications. No dissections were noted during the procedure. Medications consisted of aspirin 100mg/day ((B)(6) 2010) and plavix 75mg/day ((B)(6) 2010). The target aneurysm was located in right parasellar region, and the saccular unruptured aneurysm that measured 6.1mm at the neck and the neck to sac ratio was 6.1mm/11.9mm. A cd copy of the procedure is not available. No further information was available. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00233 and 1058196-2011-00234. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Per (B)(4) report (B)(4): (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421603. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(4) on (B)(4) 2010. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00233 and 1058196-2011-00234. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The index procedure was treatment of an unruptured saccular aneurysm located in the right parasellar region. The aneurysm measured 6.1mm at the neck and the neck to sac ratio was 6.1mm/11.9mm. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise continue to be fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. In addition to the orbit coils, hydro coils, ed coils and delta push coils were used. It was reported that during the procedure a 4mmx8cm delta plush/micrus coil protruded in the vessel prior to detachment and was removed successfully. The aneurysm was satisfactorily coiled at the end of the index procedure, and the aneurysm was 95% occluded. There was no difficulty with any devices that prevented full coiling of the aneurysm. No dissections were noted during the procedure. The act pre procedure was 161 seconds and post was 284 seconds. There were no conditions causing hypercoagulable state, and the patient was not on antihypertensive medications. The modified rankin scale pre-procedure was 0, after and within a week was 0, and after 30days was 0. Medications consisted of aspirin 100mg/day and plavix 75mg/day beginning 8 days pre-procedure. Diagnostic/procedural images are not available. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421603. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm/vessel characteristics including shape, size, location and wide neck and percentage of the aneurysm occupied by coils are factors that may have contributed to stronger hemodynamic stress due to flow changes post procedure. These flow changes into the aneurysm with known vessel wall weakness may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00233 and 1058196-2011-00234.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that subarachnoid hemorrhage developed after approximately eleven days after the index procedure with enterprise vrd system, orbit complex coils (10mmx30cm x3), hydro coil, ed coils, and delta plush coils. Administration of plavix was stopped and recovery was confirmed approximately 3 weeks after onset. The physician commented that the event was caused by blood flow change in the aneurysm, and it was confirmed that the sah was from the aneurysm. Additional information provided indicated that during the procedure a 4mmx8cm delta plush (micrus) coil protruded in the vessel prior to detachment and was removed successfully. The aneurysm was satisfactorily coiled at the end of the index procedure, and the aneurysm was 95% occluded. There was no difficulty with any devices that prevented full coiling of the aneurysm. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise continue to be fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement.